Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taking in emergency room due to low blood glucose level on (B)(6) 2022 with blood glucose level was 32 mg/dl. The current blood glucose value was 156 mg/dl. Customer was not using auto mode. Customer had been using insulin pump system within 48 hours of low blood glucose event. Customer did not experienced any symptoms. The insulin pump will not be returned for analysis.